Event description:
It was reported that the patient presented at the emergency room due to symptoms of dizziness and lightheadedness, which were linked to bradycardia. Interrogation revealed that the patient's right ventricular (rv) lead exhibited a loss of capture, poor sensing, and varying high voltage impedance. X-ray had also revealed that the rv lead dislodged. During the revision procedure on (B)(6) 2025, the rv lead's helix failed to retract or extend. The rv lead was explanted and successfully replaced. The patient remained stable throughout.